Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 230 mg/dl. The customer changed the cartridge and infusion set and administered a correction bolus. The customer had been using the cartridge for 4 days.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.